Manufacturer narrative:
The field service representative (fsr) inspected the analyzer onsite and found no evidence of any burnt components on the pressure monitor board. The fsr powered on the analyzer without errors or visible smoke; however, the pressure monitor board was replaced as a precaution. A review of the service history for the analyzer did not identify issues that may have contributed to the current complaint. There have been no further reports of smoke since the pressure monitoring board was replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer observed smoke coming from the stat pressure monitor board on the architect i2000sr analyzer, serial number (B)(4). The customer was instructed to power off the analyzer. Field service was dispatched to the customer site. No smoke was observed when service powered on the analyzer. Service replaced the board as a precaution. No fire or injury was reported.